Event description:
Customer reported a malfunction occurred after exposure to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur. Customer was instructed to continue using the pump and to contact support again if the issue returned.